Manufacturer narrative:
The device history record for the reported lot number, 0203211472, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The actual complaint product was not returned for evaluation. All information reasonably known as of 20-dec-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported the medical resident went to remove the clear pvc cover to scalpel, which included in the peg kit. The pvc cover was stiff and required extra force and during removal and the medical resident sliced fingers. The medical resident went to emergency room (ER) and received stitches. The medical resident is healing, but can not perform surgeries for 1-week.